Event description:
Patient experienced pain after her tha. Patient had her tritanium cup revised w/ a trabecular metal cup. Trunion wear was noticed on the stem.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stem. An evaluation of the device cannot be performed as the device was sent to hospital's implant retrieval lab and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.